Event description:
Complainant alleged that during biomed testing, the device automatically discharged on its own with electrodes attached. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that subsequent testing was unable to duplicate the malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the reported malfunction was not replicated or confirmed. The device was returned to the customer.